Manufacturer narrative:
Additional information b5.

Event description:
There were 5 occurrences.

Manufacturer narrative:
E1 - additional contact information - (B)(6).

Event description:
The event occurred on an unspecified date and involved primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm. The customer reported that during infusion it was observed that a medication was leaking through the air vent even if the lid was closed (above the drip chamber). According to the reporter the chemotherapeutic did not start leaking at the beginning of the procedure but after several drops passed through the system. The reporter informed that in the event of a spill of dangerous medication, the procedures established by the center were followed, avoiding as much as possible direct contact of the product with the professional who detected it and with the patient; there was no harm reported as a consequence of this event.